Event description:
It was reported the device was electively explanted on a scheduled replacement procedure. During the explant, the physician noted the header looked like there was discoloration. The color change was likely due to a leakage from the main header component at which the fluid leeched up to the header. A new device was implanted without incident.

Manufacturer narrative:
The reported event of a leak from the main components into the device header was not confirmed. The damage found was sustained during the surgical procedure.